Event description:
The device was returned to the manufacturer after being explanted, due to the field advisory. The device subsequently tested out of specification during manufacturers analysis. No patient complications have been reported.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry condition was the result of lifted hybrid bond wires. Additional information received indicates the device was functioning at the time of explant; therefore, the conclusion has been updated to reflect this.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry condition was the result of lifted hybrid bond wires.